Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a maxillar-mandibule osteotomy treating maxilla. In the surgery, when the package of the product was opened, there were only 3 screws although it should have contained 4 screws. The screw could not be found. In the surgery, another screw was used, and the surgery was completed with no surgical delay. The patient condition was stable. This complaint involves one (1) device. This report is for (1) matrix lock screw ø1.85 self-tap l6 tan. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.511.636.04s, lot # 8l62774, release to warehouse date: 28 sep 2021. Expiration date: 01 sep 2031, supplier: früh verpackungstechnik ag. Non-sterile.. Part # 04.511.636.04c, lot # 355p290 a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Manufacturing location: (B)(4). Manufacturing date: 31-aug-2021. Part number: 04.511.636.04c, ti matrix 1.85 mm locking screw self-tapping/6mm. Lot number: 355p290 (non-sterile). Lot quantity: 116. Four pieces were scrapped in cell at op #110, export pack/label after being dropped. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional / final inspection, ns034730 rev v met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. A total of 33 labels were printed. 29 labels were used on product; 1 label was used on the pll, and 3 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿only three screws in the package instead of four¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: jan 05, 2022: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.